Event description:
Discordant low hcg results were obtained on 3 patient samples. The discordant results were not reported to the physician. The samples were repeated on the lab's second immulite 2000 system (B)(4). The repeat results from (B)(4) were reported to the physician. Patient treatment was not altered or prescribed. There were no report of adverse health consequences due to the discordant hcg results.

Event description:
Discordant low hcg results were obtained on 3 patient samples. The discordant results were not reported to the physician. The samples were repeated on the lab's second immulite 2000 system (B)(4). The repeat results from (B)(4) were reported to the physician. Patient treatment was not altered or prescribed. There were no report of adverse health consequences due to the discordant hcg results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument eval. Analysis of the instrument and the instrument data indicate that the cause for the discordant hcg results cannot be determined. After eval of the instrument, the fse replaced both probe assemblies, and decontaminated the fluidic and substrate systems. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument eval. Analysis of the instrument and the instrument data indicate that the cause for the discordant hcg results cannot be determined. After eval of the instrument, the fse replaced both probe assemblies, and decontaminated the fluidic and substrate systems. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument eval. Analysis of the instrument and the instrument data indicate that the cause for the discordant hcg results cannot be determined. After eval of the instrument, the fse replaced both probe assemblies, and decontaminated the fluidic and substrate systems. The instrument is performing within specs. No further eval of the device is required.

Event description:
Discordant low hcg results were obtained on 3 patient samples. The discordant results were not reported to the physician. The samples were repeated on the lab's second immulite 2000 system (B)(4). The repeat results from (B)(4) were reported to the physician. Patient treatment was not altered or prescribed. There were no report of adverse health consequences due to the discordant hcg results.

Event description:
Discordant low hcg results were obtained on 3 patient samples. The discordant results were not reported to the physician. The samples were repeated on the lab's second immulite 2000 system (B)(4). The repeat results from (B)(4) were reported to the physician. Patient treatment was not altered or prescribed. There were no report of adverse health consequences due to the discordant hcg results.

Event description:
Discordant low hcg results were obtained on 3 patient samples. The discordant results were not reported to the physician. The samples were repeated on the lab's second immulite 2000 system (B)(4). The repeat results from (B)(4) were reported to the physician. Patient treatment was not altered or prescribed. There were no report of adverse health consequences due to the discordant hcg results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument eval. Analysis of the instrument and the instrument data indicate that the cause for the discordant hcg results cannot be determined. After eval of the instrument, the fse replaced both probe assemblies, and decontaminated the fluidic and substrate systems. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument eval. Analysis of the instrument and the instrument data indicate that the cause for the discordant hcg results cannot be determined. After eval of the instrument, the fse replaced both probe assemblies, and decontaminated the fluidic and substrate systems. The instrument is performing within specs. No further eval of the device is required.